Manufacturer narrative:
Philips service replaced the cable set, extension boards, and hybrid extension box, and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the c-arm movement failed due to mechanical issues on an azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.